Manufacturer narrative:
Pump was received with critical pump error (open book image) and unable to download due to moisture damage on the electronic assembly. Moisture damage was found on motor assembly. The pump had cracked case at corner of the belt clip rails, faded serial number label, cracked lcd window and cracked select button keypad overlay. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the pump was exposed to moisture. The customer stated that there is water visible under the lcd. The customer reported the water came out of the crack at the reservoir compartment. The customer's blood glucose level was unknown at the time of the incident. The product was returned for analysis.